Event description:
Add'l info rec'd from MFR 8/3/04: conclusions: the voluntary medwatch report did not cite any pt incident, but the hospital employee felt that the tubes were misbranded. The directions for use clearly distinguish recommended fill volume and balloon capacity. In certain circumstances a balloon volume exceeding 10 ml is appropriate. A 30f tube with 7 ml in the balloon is more likely to slip out of the stomach than a 14f tube with 7ml of water inside the balloon. Fill balloon with the appropriate amount of sterile water or saline as follows: a. 2-3ml for a low volume balloon (these tubes have lv following the product ref code), b. 7-10ml for the standard balloon, c. Never use air water volume required to stop gastric leakage may vary; increase balloon volume in 1-2ml increments, d. Do not exceed indicated balloon capacity of 20 ml in the standard balloon. MFR knows from a 12 year market history that some people fill the balloons with 20ml of water and that they have never reported balloon problems to co. But 7-10ml stretches the silicone less and this amount of water could increase the life of the balloon. This was the rationale to change the recommendation on the tube itself. There is no contraindication to filling the balloon with 20ml. The mic gastrostomy tube is a prescription device intended for use under to the direction and care of a licensed practitioner who may prescribe more water in the balloon according to stoma size. According to the lot numbers the tubes were manufactured in august and september of 2003. The balloon valve labels had not been changed at that time. MFR did not ask the hospital to return the device and co is not aware of pt injury or shortened tube life that is attributable to filling the balloon with 20ml of water. An engineering drawing of the recent change is enclosed.

Event description:
Mic gastrostomy replacement tubes by kimberly-clark are mislabeled. The label indicates a 7-10 ml water filled inner bumper. The actual bumper is labeled 20 ml. If the balloon is filled with 20 ml and only 7-10 ml sterile water allowed, the inner balloon bumper will rupture. This has been found in the following lots: 232018, 233689, 228885. Reporter shall begin going through the medical center inventory today to pull further tubes if needed.